Event description:
On (B)(6) 2012, the pt¿s wife reported, the pt experienced low blood glucose on (B)(6) 2012 and he was able to treat himself. She did not know his blood glucose reading at the time of the event or how he treated himself. He had been working in the yard. On (B)(6) 2012 the pt¿s blood glucose measured 40 mg/dl and she gave him glucose tablets. The pt was walking around the mall at the time of the incident. The pt would not have been able to treat himself. His normal blood glucose range is 130-150 mg/dl. The pt had no further blood glucose issues since (B)(6) 2012. No allegations were made against the infusion device. No product was requested to be returned for eval.